Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the activator was analyzed and no anomalies were found.

Event description:
It was reported by the patient that the patient activator for the implantable loop recorder did not always seem to be working. It was further reported that while using the record symptoms button, the green light would only blink for a few seconds, then turn off. The symbol that any data was successfully recorded did not show, so the patient did not know how many events were actually recorded. Also, while using the query button, the green light would flash. Sometimes it would say ok, but other times, it would do nothing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.